Manufacturer narrative:
Concomitant medical products: dianeal pd4, 1.5%. The patient was not hospitalized for the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On the same day as the onset, the patient began treatment with injection vancomycin (1 gram every 5th day, given intraperitoneally) and injection ceftazidime (1 gram, once daily, given intraperitoneally) for peritonitis. At the time of this report, the patient was recovering from peritonitis and treatment with antibiotics was ongoing. At the time of this report, pd therapy was ongoing. No additional information is available.